Event description:
Follow-up identified the surgical intervention occurred on (B)(6) 2016. Stimulation was restored following the procedure.

Manufacturer narrative:
Corrected data: sections (lot number, serial number, expiration date) have been updated with the correct device information.

Event description:
Follow-up identified the patient underwent surgical intervention to explant the ipg (date of explant is unknown).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced loss of stimulation as the ipg stopped functioning. Communication could not be established between the ipg and multiple programmers. Surgical intervention is planned to address the issue. The patient's condition was reportedly stable. Concomitant devices are unknown at this time.